Event description:
The customer reported that her blood glucose reached 19 mmol/l (342 mg/dl) 24 to 36 hours after the device was activated. She stated that the cannula was out of the skin.

Manufacturer narrative:
The device was not received for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns to "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," verify there is no witness or scent of insulin, where as may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 13.9 mmol/l (250 mg/dl) mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l (250 mg/dl), but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.